Manufacturer narrative:
If explanted; give date: lens remains implanted. (B)(6). Device evaluation: the product is not available as it remains implanted, the complaint issue reported could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that there is one additional complaint folder for this production order number. A non conformance record (ncr) was found as part of the record review. This was issued for environmental monitoring testing preload and it was noted that this ncr did not contribute to this complaint. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, the intraocular lens turned upside down during implantation. The surgeon turned the lens in the right position once already in the eye. No patient injury reported. No further information available.